Event description:
It was reported to the manufacturer from the site that the programming wand failed to program vns patient's devices. The programming wand was returned to manufacturer for analysis. The analysis of the programming wand revealed that the serial data cable had intermittent conductors, which caused the reported communication problems.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.